Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. The procedure performed was laparoscopic incisional hernia repair with mesh, lysis of adhesions. The patient experienced surgical revision, recurrence, and lysis of adhesions.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). Concomitant medical products: protack 5 mm single use instrument (lot# p7j0772). If information is provided in the future, a supplemental report will be issued.